Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, serial# unknown. Product type: lead: product ID 3708640, serial# unknown. Product type: extension. (B)(4).

Event description:
It was reported that since device implant the patient has experienced pain at the junction of the lead and adaptor. The pain was sometimes blinding causing the patient not to be able to sleep at night. The pain was felt without touching the site and was aggravated with touch. There was no infection. The patient has been administering a prescribed analgesic drug.